Event description:
It was reported that the optic is taking in moisture. It had only been used a few times and has been handled with care.

Manufacturer narrative:
Alleged failure: one optic has a crack in the glass and one is taking in moisture. Both have only been used a few times and should have been handled with care. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be extreme handling during cleaning/maintenance, or product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the optic is taking in moisture. It had only been used a few times and has been handled with care.